Event description:
During a pulmonary vein isolation procedure using a brk transseptal needle, a pericardial effusion occurred. A transseptal puncture was performed using a brk needle and a swartz braided transseptal introducer. Throughout the procedure, the pt exhibited hypotension, which was treated by the anesthesia team. The pt remained hypotensive at the completion of the procedure and an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the pt. There were no performance issues with any sjm product.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. A review of the device history record was unable to be completed since the lot number was unavailable. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is an inherent risk during the use of this device.